Event description:
A customer reported that unexpected negative reactivity was obtained on galileo neo 90203 with a sample that appears to be developing an anti-jka.

Manufacturer narrative:
The image result files for the unexpected reactivity were reviewed and results visually appeared as reported by the instrument. The unexpected negative reactivity appears to be related to the developing anti-jka in the patient's sample.